Event description:
The complainant reported a patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) for recovery or bridge to decision. Approximately 11 days after start of the impella mcs, high motor current presented. Following, the pump stopped and was unable to restarted with the automated impella controller after multiple attempts. The patient was cannulated with extracorporeal membrane oxygenation for continued support and was taken to the operating room for explant of the impella cp. The patient was noted to have survived the impella cp explant and was noted to be in stable condition following the event.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of two devices associated with the event. Refer to manufacturing report number 1220648-2025-28082 for report on the impella cp pump.

Manufacturer narrative:
Data analysis: at 7:18 on 4/3, cp pump 576601 was connected to (B)(6). At 1:38 on 4/14, the console receives an event #13 which indicates a pump stop due to high motor current ((B)(6) imclog pump stop.pdf). The console tried to restart the pump seven times including resetting the pmd but the pump stopped every time. This pump was not used on any other consoles. The rt logs confirm that directly preceding the first motor current high pump stop, the motor current spikes which would have triggered the alarm and pump stop ((B)(6) rtlog pump stop.png). Device analysis: the console was returned for investigation but the failure mode was not reproduced during testing. Root cause: there was a pump stop during the case but the root cause was found to not be with the durable product (see (B)(4)). (B)(6) performed as expected. Repair: there was no problem found with (B)(6), the pump stop was unrelated to the durable product. Please perform a functional check on the console.